Event description:
A cracked pump touchscreen and frequent unexpected shutdowns, which disrupted the patient's insulin therapy, were reported by the patient's mother. There was no adverse impact to the customer's blood glucose level. The family opted out of troubleshooting, preferring documentation for insurance purposes, and no additional information about corrective actions was provided.